Event description:
It was reported that the right ventricular lead exhibited high thresholds and while the patient sat up she experienced phrenic nerve stimulation in all configurations due to dislodgement of the left ventricular lead. Both leads were explanted and replaced successfully. The patient experience chest pain, since the source of the pain was unclear, the physician had reasonable concern of a micro-perforation and decided to replace all of the leads - despite normal impedances, etc-. The patient was stable prior during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.